Event description:
It was reported that post op a wedge resection procedure, the patient was since three years post op and complaining of expectorating staples and the staples were not formed. The patient is currently stable however complaining of abdominal pain. The surgeon is planning to schedule an MRI.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4) communicated with the patients md. (B)(4) provided information around published case reports regarding this phenomenon referred to as "melanoptysis".